Event description:
As reported, a piece of plastic (mesh) was found inside the packaging of a 3dmax mesh. It was reported that the outer and the inner packaging was intact and fully sealed at the time prior to opening. Another product in stock was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, a plastic like foreign material was found inside the inner packaging of 3dmax mesh. Visual examination confirms there is "foreign" material (clear, plastic like) visible on the mesh, inside of the clamshell tray. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of manufacturing records was conducted and shows the product was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Further evaluation of the sample verified that the reported/found condition is consistent with a manufacturing-related event. An awareness dissemination was provided to all appropriate personnel to emphasize the importance of product visual acceptance criteria as established under current procedure revision requirements. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, a plastic like foreign material was found inside the inner packaging of 3dmax mesh. Visual examination confirms there is "foreign" material (clear, plastic like) visible on the mesh, inside of the clamshell tray. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of manufacturing records was conducted and shows the product was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a piece of plastic (mesh) was found inside the packaging of a 3dmax mesh. It was reported that the outer and the inner packaging was intact and fully sealed at the time prior to opening. Another product in stock was used to complete the procedure. There was no patient injury.